Manufacturer narrative:
Sad updated from 01/05/2024 to 02/21/2024.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while obtaining 12 lead ECG monitor froze, screen went blue and restarted. After about 1 min the device began to work and continued to work throughout the call. This unit was received at the bench for investigation. Device has been soaked for 48 h to attempt to recreate the issue. Device power cycled 20 times with no errors occurred. Based on the information available and the testing conducted, the cause of the reported problem was unconfirmed. The issue found was that the device clock would not hold the time (addressed on split complaint). The team at the bench was unable to replicate the reported problem. The reported problem is not confirmed. Rdt investigation: log files were reviewed. Logs indicate that the device got rebooted on its own as user describes. The reboot happened when the ECG record button was pressed. This failure was reproduced though testing (software level testing). This kind of reboot issue was not seen all the time when ECG record button was down (pressed), but was observed on random instances. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the tempus pro indicating that while obtaining 12 lead EKG monitor froze, screen went blue and restarted. This unit was shipped to rdt on 7/1/2022 and tested. Based on the information available and the testing conducted, the cause of the reported problem was unconfirmed. The issue found was that the device clock would not hold the time (addressed on split complaint). Device has been soaked for 48 h to attempt to recreate the issue. Device power cycled 20 times with no errors occurred. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem is not confirmed. A review of the risk management file was performed, and the potential severity is s has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.